Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The nurse reported the patient spouse requested to call medtronic about the patient programmer needing to be "reset". The hcp didn't have the patient with her but had the programmer. It was verified that the programmer would power on. The nurse was to call back with patient and programmer together to troubleshoot what was not working. It was recommended to ask the patient if the therapy implant needed to be "reset" or was it the programmer. The nurse later reported the patient was felling stimulation in his leg even though the stimulation was off. It was confirmed that the therapy was off and when the nurse tried to increase the stimulation, the icon showing to turn stim on came up which confirmed that the implantable neurostimulator (ins) was off. The patient was redirected to their doctor. The patient lived in long-term care facility and the nurse was going to assist in checking current programs to determine if the adjustment they can make will help with symptom relief. The stimulation was supposed to go down both legs; however, it was only going down the right one. The patient had a fall during the last week of july that could be related to the reported issue and this was before he was admitted to current facility. The patient hadn't checked their device with the programmer. The patient synced ins with the programmer and the stimulation was off. The stimulation was turned on but the issue was not resolved. Prior to turning stimulation on, the nurse was instructed to turn stimulation off as the initial setting on group a was 6.2v. It was decreased to 3v. The nurse had the ability to change stimulation, tried to increase or decrease stim but the issue was not resolved. The patient didn't have adaptive stim and had another group to try. The nurse switched to group b and patient had only one program. When it was turned on, the patient only felt stim going down the right leg all the way to the foot. The patient decided that he wanted the stimulation off. The patient mentioned to the nurse that one time he couldn't get stimulation to turn off. This occurred at previous facility. It was reviewed with the nurse that stimulation intensity may feel different due to changes in posture so when the patient uses stimulation, it will be important to adjust as needed in the different postures. The nurse requested for a rep to see the patient at the facility. The rep came in (B)(6) but the nurse was not in the office. Per visit notes, the rep checked the devices and they were fine. Simple reprogramming was performed and the patient had been fine since then, without any stimulation issues. The indication for use was non-malignant pain and failed back syndrome -other.